Manufacturer narrative:
Zimvie complaint number (B)(4). One (1) unknown zimmer screw & one (1) tsv 4.1 3.5 platform implant were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number along with the applicable instructions for use (IFU), and risk file.functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition noted, and no per form was provided. Bone density type is unknown. The reported devices were located on an unknown tooth site (universal) and were used for an unknown amount of time. The customer did not provide any pictures but provided one (1) x-ray. (Image attached in complaint). Review of the x-ray confirmed the screw was fractured inside the implant. Additionally, the implant was fractured at the collar region. Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product are not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture screw) or product (unknown zimmer screw & tsv 4.1 3.5 platform). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur, and the reported event (fracture screw) was confirmed following x-ray review. Additionally, implant fracture was confirmed via x-ray.

Event description:
It was reported that upon x-ray review the implant was also identified as fractured.